Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got power error detected alarm after replacing battery. Customer¿s blood glucose level was 76 mg/dl at the time of the incident. Battery was replaced and was giving a replace now alarm. The customer stated that the pump has not been exposed to temperatures below 5 degree celsius. Explained the internal power source in the pump is unable to charge. The pump is operating on the aa battery only. Customer has not previously called to report power error detected. Customer advised to disconnect from the pump and clear error by selecting ok. Customer advised the pump will be replaced and refer to back up plan. Customer will need new pump per troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Pump passed sleep current measurement, active current measurement, self test and displacement test. Unit was received with cracked select button keypad overlay, minor scratched lcd window, missing display window cover and scratched case.